Event description:
"Caller alleged discrepant results compared with the lab and poc meter. Results as follows:" date: (B)(6) 2014. Inratio: 2.2. Lab: 3.0. Poc meter: 2.9. All three tests were performed within one hour. Pt's therapeutic range: 3.0-3.5.

Manufacturer narrative:
Investigation pending.